Event description:
The manufacturer received information alleging malfunction occurred on a dreamstation auto CPAP device. There was no harm or injury reported. The dreamstation auto CPAP was returned to the third party service center for evaluation. During the evaluation, visible foam degradation was noted. In addition, displayed error codes e200(err rtos abort error), e041(err storage unit ram). This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.